Manufacturer narrative:
The investigation of low pump flow, positioning issues, vf/vt/af/at, and high purge pressure has been completed. The impella device was not returned for evaluation. The root cause of the high purge pressure was determined to most likely be biomaterial. The root cause of the positioning issues was determined to be a use issue. Based on clinical information provided and data logs, the root cause of the low pump flow was determined to most likely be patient condition. As the necessary information was not provided, the root cause of the vt/vf was not determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17546. B1 changed to both adverse event and product malfunction. B2 missing. B5 narrative updated with adverse event that was inadvertently omitted. E4 should have been left blank. H1 type of reportable event. H6 health effect - clinical code and health effect - impact code added to reflect missing adverse event.

Event description:
It was reported that the pump was experiencing suction overnight and the patient had ventricular tachycardia (vt) requiring shock. The physician attempted to reposition the pump, and it slipped into the aorta.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that a patient was on impella 5.5 support due to non-st elevated myocardial infarction. While on support, the patient had suction overnight consistently. The device was repositioned and slipped into the aorta. It was also reported that the impella had a purge system blocked alarm. The impella 5.5 was explanted and the procedural outcome was the patient survived surgery.